Event description:
Consumer complaint of low blood glucose results. Caller is concerned about trueresult results compared to two other meter brands. The other two meter results were 258mg/dl and 261 mg/dl, while trueresult read 189mg/dl. Caller also states that her morning result should be in the 180mg/dl and the treuresult reads 120mg/dl; one result was 78. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).